Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a newly implanted patient was being monitored for heparin-induced thrombocytopenia (hit) and presence of hemolysis and reported for newly pulsatile blood pressure ¿ pump values at normal level. A computed topography scan showed minor non-significant limitation of distal outflow graft. Echocardiogram showed the aortic valve opening with every beat. Log file analysis was showing stable data. The pump was exchanged on (B)(6) 2026.